Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis: hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 79-year-old female patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was enrolled in protect IV study and developed hemolysis while on support. The product insert stated the relationship to be definite to the use of impella. The impella was removed post percutaneous coronary intervention and the patient was stable.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Pump was not returned for investigation. Data logs were evaluated and there was no motor current spike or positioning issues observed in the data logs. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information was provided. F6/f8 should have been left blank in the initial report.